Manufacturer narrative:
(B)(4)

Event description:
Health professional reported that after injection with one syringe of juvederm ultra in the lips and nasolabial folds, the pt experienced "swelling" in the lips and nasolabial fold one day later. Supplemental info received: symptoms are considered "probably not" product related. Pt was treated with millipred 5mg (1 bid 3 days), route tbs "to reassure pt that there was no permanent damage". Treatment was considered effective and the symptoms are resolved. Allergan's approach to compliance is to resolve all doubt in favor of reporting.